Event description:
Primary procedure, left femur. It was reported that the 15 +5 opening reamer snapped at the taper for chucking into the drill. The device had not yet come in contact with patient bone, but was in the soft tissue. The location of the break was outside of the patient. The device was removed, patient visually inspected, and device reassembled at back table to ensure no pieces remained in the patient. A second instrument was obtained to complete the procedure successfully with a delay of less than one minute.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: a one step conical reamer gamma3® ø15.5x350 mm was received for evaluation. The device shows signs of an intense and frequent use; the tri-flat adapter is completely broken off. The breakage surfaces show a smooth structure. Breakage line and typography of the fracture surfaces indicating a forced fracture due to torsional and bending overload. Functional inspection: due to the nature of the returned device, a functional inspection was not possible. Dimensional inspection: due to the nature of the returned device, a dimensional inspection was not possible. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by rough handling.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, left femur. It was reported that the 15 +5 opening reamer snapped at the taper for chucking into the drill. The device had not yet come in contact with patient bone, but was in the soft tissue. The location of the break was outside of the patient. The device was removed, patient visually inspected, and device reassembled at back table to ensure no pieces remained in the patient. A second instrument was obtained to complete the procedure successfully with a delay of less than one minute.